Manufacturer narrative:
Technical support specialist (tss) reviewed the data shared by the customer. Tss followed up with the customer and confirmed controls are running as expected as of february 2025. The hlc-723 g8 analyzer is operating as expected. No further action require by technical support. A 13-month complaint history review and service history review for similar complaints was performed for serial number: (B)(6) through the aware date. There were no similar complaints identified during the search period. The g8 variant analysis operator's manual under chapter 1 states the following: limitations of the procedure. Total area: dilution studies demonstrate that the assay is linear from a total area of 500 to 4000. However, the optimum total area is 700 to 3000. Abnormal red cell survival. The life span of red blood cells is shortened in patients with hemolytic anemias, and the actual life span depends upon the severity of the anemia. As a consequence, specimens from such patients may exhibit decreased glycohemoglobin levels compared to patients with normal red cell life span. The life span of red blood cells is lengthened in polycythemia or post-splenectomy patients. Specimens from such patients may exhibit increased glycohemoglobin levels. Hemoglobinopathies the most commonly observed hemoglobin variants are hbs, hbc, hbd and hbe. These variants in their heterozygous state elute after the hba0 peak in their designated windows: hbs (h-v1 peak), hbd (h-v0 peak) and hbc (h-v2 peak). The hbe (p-hv3 peak) appears between sa1c and hba0 peaks. In all these cases, the sa1c% is reportable when these hemoglobin variants are present in the heterozygous state. When either of these hemoglobin variants is identified, the sa1c% is calculated in a proprietary way, depending on the type of hemoglobin variant, based on the area of sa1c, the area of identified hemoglobin variant and other peaks. When a p-hv3 peak is detected, a flag 43 is also reported. Glycemic monitoring for any patients displaying any homozygous hemoglobin (other than hbaa) such as hbss, hbcc or the double heterozygous sc, cannot be performed using sa1c because there is no hemoglobin a present. Alternative testing is mandatory for these types of patients. The most probable cause of the reported issue was due to an operational problem, cause not established.

Event description:
A customer reported failing gh2-b 2024 college of american pathologists (cap) survey in november 2024 for hemoglobin a1c on the hlc-723 g8 analyzer. The customer failed samples gh-11 and gh-12 but passed gh-13. The customer stated their quality controls(qc) were within acceptable range, however at the time of the survey run, qc was running on the high end of range. The customer changed the column and calibrated again resulting in shift with qc back to acceptable range for all levels. The customer then reran the cap survey in december 2024 and passed; results for the december testing were not provided. Tosoh quality lab did not participate in the november 2024 cap survey but passed all five proficiency samples for hemoglobin a1c in december 2024 survey. The customer did not report the failed survey at time of event, but recently sent data to tosoh technical support for further review. There was no indication of any patient intervention or adverse health consequences due to the reported event.